Manufacturer narrative:
We have not received the device for evaluation since it remains implanted in the patient. Hence, we could not conclusively determine the relationship of the patch to the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. (B)(4). We have not received any other complaints from other users related to similar issue. Hence, we consider this to be an isolated incident. Patient already had atrial septal defect ( asd )/ ventricular septal defect (vsd) prior to the surgery. The arrhythmia experienced by the patient is likely related to his own medical condition rather than as a result of a reaction to the patch. Doctor indicated in the safety adverse event (sae) form that the incident was not likely related to the patch.

Event description:
As part of a clinical trial in (B)(6), xenosure patch was implanted in the heart of the patient on (B)(6) 2017. Patient had atrial septal defect (asd) and ventricular septal defect ( vsd ) prior to the operation requiring cardiac surgery and a patch to cure the defect. During post-up, patient was found to have moderate arrhythmia and as a result had an extended stay in the hospital. The ECG examination showed an accelerated junctional rhythm, incomplete right bundle-branch block, right ventricular high voltage and right axis deviation. Therapies such as intravenous pumping of isoprenaline, myocardium nutrition and diuretic swelling were provided to the patient. On (B)(6) 2017, doctor placed a pacemaker to regulate the patient's heart beat. Patient's health improved and was released on (B)(6) 2017.